Event description:
It was reported by a healthcare professional that there was a recent malfunction where the patient received many inappropriate therapies, including high voltage therapy and anti-tachycardia pacing (atp) for episodes that the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular fibrillation (vf) and ventricular tachycardia (vt). Additionally, the healthcare professional indicated inappropriate therapies resulted in the left bundle branch (lbb) lead being explanted and replaced. It was further noted that following the event that patient was experiencing anxiety and phantom shocks. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.